Event description:
It was reported that the patient presented via a merlin.net transmission. Nonsustained lead noise episodes were noted and were caused by mismatches between the near field and far field channels. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.